Manufacturer narrative:
(B)(4).

Event description:
It was reported 2 years ago, the pt's stimulator was replaced due to battery depletion and since then the pt has had seizures. The reporter believed the seizures were hereditary since the pt's brother also had seizures. Additional info has been requested, a f/u report will be sent if additional info becomes available.